Event description:
Caster housings were returned with frame of chair mistakenly. Upon receipt, it was noticed the caster housings were damaged. The release pins are missing and the release lever is broken off. No injuries reported.